Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201 ¿ femoral head ¿ 61864049; 00771100410 ¿ femoral stem ¿ 61870564; 00620205022 ¿ shell ¿ 61865815; 00625006525 ¿ bone screw self tapping ¿ 61801366; 00625006525 ¿ bone screw self tapping ¿ 61881602. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04274.

Event description:
It was reported patient underwent hip revision on unknown side approximately 6.5 years post implantation due to pain and symptoms of corrosion. The head, liner and locking ring components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.